Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 with hyperglycemia and diabetic ketoacidosis. The patient's blood glucose levels reached 300 mg/dl while wearing the pod for an unknown duration. Symptoms reported include weakness, vomiting, and hyperglycemia. Additionally, there was redness or swelling at the pod site. The patient was treated with intravenous fluids, insulin, and antiemetics. The patient was released on (B)(6) 2025. The pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.